Event description:
Oversensing noise on right atrial (ra) channel leading to inappropriate mode switches. Will monitor. No adverse patient effects. Subsequently, this right atrial (ra) lead continued to oversense noisy signals and result in atrial tachy response (atr) episodes. Additionally, the lead exhibited intermittent undersensing. Technical services (ts) recommended resolution. The lead remains in use. No adverse patient effects were reported.

Event description:
Oversensing noise on right atrial (ra) channel leading to inappropriate mode switches. Will monitor. No adverse patient effects. Subsequently, this right atrial (ra) lead continued to oversense noisy signals and result in atrial tachy response (atr) episodes. Additionally, the lead exhibited intermittent undersensing. Technical services (ts) recommended resolution. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the noise was attempted to be reproduced, but the clinic was unable to reproduce the noise. Ts suggested reprogramming options. The lead remains in use. No additional adverse patient effects were reported.

Event description:
Oversensing noise on right atrial (ra) channel leading to inappropriate mode switches. Will monitor. No adverse patient effects. Subsequently, this right atrial (ra) lead continued to oversense noisy signals and result in atrial tachy response (atr) episodes. Additionally, the lead exhibited intermittent undersensing. Technical services (ts) recommended resolution. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the noise was attempted to be reproduced, but the clinic was unable to reproduce the noise. Ts suggested reprogramming options. No additional adverse patient effects were reported. Additional information received indicates that this ra lead exhibited oversensing of noisy signals that resulted in pacing inhibition. Asystole was observed. The lead was explanted and replaced. The lead will not be returned due to contamination. No additional adverse patient effects were reported.